Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units, there were 268 tubes with foreign matter in the tube, and 199 tubes with air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were 268 tubes with foreign matter in the tube, and 199 tubes with air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. These photos depict a tube with a large air bubble in the gel barrier and a black particle on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - spots and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.